Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow-up. Upon interrogation of the implantable defibrillator, loss of capture, high threshold and high impedance were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017 without complications. The patient remained asymptomatic.